Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the handheld and flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis; the flashcard and software performed according to functional specifications. No anomalies associated with the main battery were identified during the analysis. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. During the analysis it was identified that the lock button was in the locked position. This anomaly could not have contributed to the event that was reported by the nurse. Once the lock button was moved to the unlocked position, the handheld performed according to functional specifications.

Event description:
It was reported by a company representative that a nurse's handheld computer intermittently switches off and the battery drains fairly rapidly. A new handheld was provided to the nurse and the reported handheld was returned to the manufacturer for analysis.